Event description:
Pt scheduled for cystoscopy with bilateral stent exchange. Had trouble with left side of the guide wire, going up to kidney, tried to reinsert a few times, but unable to place guide wire. Pulled out to find guide wire kinked and twisted, used a new guide wire, and removed old stent. When trying to insert new stent, it would not go up into ureter smoothly or all the way. The stent would accordion, tried to readjust, but was extremely hard to move; used the open ended ureter cath for different assist. The stent would still not go into place. Went to pull ureter cath out, but it was stuck in the stent and the tip broke off. Further down the cath stretched out making more difficult to retrieve any of the implant. Had to use a lot more force than ever before with implant. Everything was kept wet with saline.

Manufacturer narrative:
One used ureteral catheter, wire guide and double pigtail ureteral stent were received for eval; the flexible tip of the ureteral catheter was not returned for eval. There were not visible scrape marks observed on the catheter; however, the catheter did have the appearance of being slightly stretched in one location. A close examination of the bonded catheter tip where the flexible tip was applied during the manufacturing process was observed to have been an adequate bond. The stent was evaluated noting the sideports in one of the coils to have the appearance of being accordion. The wire guide was observed to be bent in several locations; however, due to the manner in which it was returned for eval; we are unable to determine if the wire guide was damaged during use or during return shipment. Additional info indicates the physician was able to retract the catheter tip by inserting a second wire guide and removing the flexible tip. However, the physician was unhappy and stopped the case. The physician was unable to place the stent due to all the twists and turns. He then told the family there were complications and that the pt would be taken to the hospital. The physician has indicated the he does not want to discuss this issue any further. Based on the customer's statement, the physician was using the catheter to aid in stent placement, which is an unapproved use of the catheter. Customer misuse of the catheter has most likely caused the difficulty experienced. Should additional info become available, it will be forwarded.